Event description:
It was reported that during a ptca/stent procedure, the stent was placed in the lesion in the rca and dye was injected to check the stent position. Then dye was observed in the balloon, causing partial inflation of the balloon and partial deployment of the stent. An attempt to fully deploy the stent was unsuccessful, because the stent delivery system (sds) balloon would not hold pressure. A balloon catheter was then advanced to post-dilatate the stent, but the balloon catheter would not go through the stent. A guide wire and balloon catheter were used to compress the stent against the wall of the artery and then a second stent was deployed. No pt injury reported.